Event description:
The facility representative reported "door handle is damaged". Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The pump was sent to refurbishment.